Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0444235v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0444233v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back syndrome-other. It was reported that the patients implant was replaced because the lead wires had stopped working. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.